Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) is complete. The reported problem (failed incoming functionality testing) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief and was missing along with the rear te's and the interconnect cable. The cause of the test failure was the missing te's and the cables. The root cause of the missing te's and cables cannot be positively identified but is likely due to excessive force and physical abuse. No adverse event resulted from the defective electrode belt.